Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed "double beep with cassette attached." This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the pump alarmed double beep with cassette attached. Visual/functional testing was performed. The complaint was verified with functional testing. The cause was the downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. The device passed all functional tests after the repair.